Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.